Event description:
It is reported that the rim on the top of the trial broke off as the surgeon was impacting.

Manufacturer narrative:
(B)(4). As returned, material has broken off around the polar hole. As reported in the per, the provisional broke upon impaction when the provisional clearly states on the rim "do not impact." The instrument was dimensionally analyzed and found to meet print specifications. The device history records were reviewed and found to be conforming indicating the instrument was manufactured, inspected and packaged to specification. The probable contributor of the failure appears to be user error.